Manufacturer narrative:
Evaluation summary: the scuba stent was returned for evaluation, the delivery system was not returned. The snare was also returned. The stent was not expanded but damaged at one end. Image review: the images returned showed the attempt to treat a lesion in the right proximal common iliac artery. The images capture the lesion morphology -severe calcification and plaque. The images show pre-dilation with a 4mm and 10mm balloon. The stent dislodged during removal. The stent was removed with a snare. The images show completion of the procedure with a stent. No additional indication was found about stent dislodgment. (B)(4).

Event description:
The physician was using a scuba co-cr stent to treat a lesion in the right proximal common iliac artery. The lesion was exhibited severe calcification and plaque. The device was used with a 6f sheath and a 0.035¿¿ guide wire. The lesion was pre-dilated with a 4mm <(>&<)> 10mm balloon. No damage to the device packaging and no issue noted when removing the device from the hoop. The device was prepped with no issues noted. No resistance noted when advancing the device however the device was unable to be delivered to the lesion; the stent dislodged during removal. The stent was removed with a snare. The procedure was successfully completed using an 8f sheath with an assurant cobalt stent. No further clinical sequelae reported for this event ¿please note that this device (scuba co-cr) is not marketed in the united states; however, it is similar to the united states marketed device (scuba biliary). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.